Event description:
Dermagraft is dermal substitute used in the wound ctr. It is a single-use product and by policy and indication may only be used on one patient. On this date the product was partially used on one patient and the left-over piece was placed on this patient's wound. Has not been any resultant patient harm. Unknown serial numbers, etc. Because packaging was thrown away. Dose or amount: single-use. Frequency: once. Dates of use: 2009. Diagnosis or reason for use: diabetic, ulcer, right foot. Event reappeared after reintroduction: no.